Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported occlusion failed. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals and physical condition were all intact upon receipt. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the upstream sensor failed the pressure range and was noted to be contaminated with fluid ingression. Root cause of the reported event is attributed to customer induced fluid ingression contamination on the upstream sensor. Recommend the upstream sensor to be replaced. The returned product is beyond 17 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.